Event description:
The patient stated that for the past 18 months, she has experienced infusion tubings partially or completely separate at the luer connection. She stated she has a plastic bag full of broken infusion tubings. The patient stated that 18 months ago she was skiing and noticed her infusion was detached from her infusion device. She stated that for the past two months, she has been inspecting the infusion tubing with a microscope and she stated that "the plastic that goes into the luer lock is not melted together all the way." She stated that her blood glucose has been affected as a result (400 mg/dl.) The patient stated that her normal blood glucose range is under 200 mg/dl. The patient stated that she changes her infusion tubing and injects insulin via syringe to lower her blood glucose. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.